Manufacturer narrative:
Correction: section b5 - the b5 should have been "new information received indicates that the existing right atrial (ra) lead dislodgement resulted in loss of capture, and the lead also exhibited noise. During the lead revision procedure, fluoroscopy revealed that both the existing ra lead and the capped ra lead had dislodged. No intervention was performed on the capped ra lead as it might jeopardize the right ventricle (rv) apex lead." Rather than "new information received indicates that the right atrial lead dislodgement resulted in loss of capture, and the lead also exhibited noise. The lead dislodgement was also confirmed via fluoroscopy."

Event description:
New information received indicates that the existing right atrial (ra) lead dislodgement resulted in loss of capture, and the lead also exhibited noise. During the lead revision procedure, fluoroscopy revealed that both the existing ra lead and the capped ra lead had dislodged. No intervention was performed on the capped ra lead as it might jeopardize the right ventricle (rv) apex lead.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, and noise. As received, a complete lead was returned in one piece for analysis. The reported events of loss of capture and noise were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection found the outer insulation to be twisted at the proximal region of the lead consistent with procedural damage. The lead was returned with the helix retracted and clogged with blood/tissue. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead was dislodged. Chest x-ray confirmed the lead dislodgement. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
New information received indicates that the right atrial lead dislodgement resulted in loss of capture, and the lead also exhibited noise. The lead dislodgement was also confirmed via fluoroscopy.